Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to insert the lead into the header was confirmed in the laboratory. Visual inspection found that the set screw was in the connector port and was blocking the lead from being inserted. The set screw was backed out far enough and the test leads could be fully inserted into the connector. The cause of the inability to insert the lead into the header was the set screw blocking the port. It is possible that the set screw may have been positioned too far down during the manufacturing process.

Event description:
It was reported during implantation of a new pacemaker, the lead could not be inserted into the header of the pacemaker. The patient was asymptomatic. The pacemaker was not used and a new device was implanted instead. No further issues were observed. The patient condition was stable throughout the event.